Event description:
The report we received from our affiliate indicated that during a pta to the sfa, which was severely calcified and 100% stenosed, the balloon ruptured during the initial inflation. A second balloon catheter was used to complete the procedure successfully. There was no report of any adverse consequence to the patient. As per the reporting affiliate, no additional procedural information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the superficial femoral artery the balloon was reported to have ruptured. The vessel was described as being severly calcified with mild tortuousity and a 100% stenosis. The product was advanced to the target lesion and was inflated using an indeflator, however the balloon ruptured. There was no reported patient injury. Manufacturing records for the lot involved were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the information available and without the return of the product it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.